Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump occasionally shuts down on its own, and that the battery life is diminished. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly and the insulin pump appeared to be undamaged. The customer was advised to insert a new aaa alkaline battery as soon as possible, and if the display does not return revert to a back-up plan per health care provider's instructions. A replacement battery cap was shipped to the customer and no products were returned.